Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please confirm the 60b reload code? Was the code an ecr60b or was it a gst60b? Gst60b.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the scrub tech loaded a blue load (45) into the device. Surgeon attempted to use and it locked out. They got it off tissue and then closed it to get it out of trocar and they could not open even using the manual lever option. Case completed with another device of the same product code and blue reload (60). There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m5657y. The analysis found that one psee60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with an ecr45b cartridge loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the 60mm IFU. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manual override worked properly and the device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.